Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complaint from the literature review reported 57 impella patients over 2 years reviewed. From this population, 1 patient endured a pump displacement.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Complaint device not returned for investigation. Device serial number unknown to review the data logs. Insufficient clinical data was provided. The root cause of the positioning issue cannot be determined. D4-corrected model number. G4-PMA number.